Manufacturer narrative:
The device was returned to zoll medical corporation. The problem was confirmed and attributed to a faulty transducer on the smart pneumatic module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.